Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: h6: component codes: mechanical (g04) - drill visual examination of the returned product identified the device shows signs of repeated use and wear and tear. There is gulling on the shaft of the reamer, the ao connector has some scratches and gulling as well. The reamer shows severe signs of wear and tear with nicks and gouges. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6 h6: component codes: mechanical (g04) - drill visual examination of the provided pictures identified the reamer is worn. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign: australia. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was using the instrument to ream the patient's glenoid it was found to be worn and not very sharp. That surgeon was able to finish reaming the glenoid without any adverse patient outcome. No additional information is available at the time of this report.